Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were able to determine that this alert was due to a damaged calibration test unit (ctu) connector. That ctu was going to be repaired under separate work order. They claimed the nurse reported overheating so, they have asked for data files to evaluate the devices functionality. A check of the data files showed a failed mixing pump. They requested a 2000 hour service and a loaner. Biomed with calibration error 103 (actual 0, expected 10.85).

Event description:
It was reported that the biomed with calibration error 103 (switch settings incorrect) (actual 0, expected 10.85). Per work order update on (B)(6) 2023, they were able to determine that this alert was due to a damaged calibration test unit (ctu) connector. That ctu was going to be repaired under separate work order. They claimed the nurse reported overheating. So, they have asked for data files to evaluate the devices functionality. A check of the data files showed a failed mixing pump. They requested a 2000 hour service and a loaner. Per sample evaluation results on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded, and there was a stripped out perm in the shell.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated upon receipt. The case data showed an alarm 113, due to a failed mixing pump. A test mixing pump was installed in decon for unit to cool. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.